Manufacturer narrative:
Investigation: one photo sample was provided to our quality engineer for investigation. Through visual inspection, we were able to verify liquid in the injector piston. A device history review was performed for reported lot 1811103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Positive pressure testing is conducted on product to ensure the quality of the sealing. Results of positive pressure testing performed during manufacturing for the reported batch were found to be acceptable. Ten retained samples were used for additional evaluation. Positive pressure testing was performed on eight of the retained samples and all results were found to be within specification. Functional testing was completed on two of the retained samples with no leakage observed. Based on the available information, a root cause could not be determined at this time.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 515005 batch no.: 1811103. It was reported that that medication seeped out from where the injector spins. I ran into a new issue today while using the phaseal injector. As you can see, there was some methotrexate that leaked out from where the injector spins. I've never seen this happen before. I noticed this while injecting into the final bag. There was no spillage, only a small amount seeping out like so. This occurred while I was pulling up ~900ml of methotrexate, and was the only injector that did this, out of 6. The injector was used ~6-7 times max during the preparation. Just in case, the lot# is 1811103. Given how bd unjustly closed the ticket on the secondary set roller clamp issue, I doubt anything will be accomplished by filing a complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 515005, batch no.: 1811103. It was reported that medication seeped out from where the injector spins. I ran into a new issue today while using the phaseal injector. As you can see, there was some methotrexate that leaked out from where the injector spins. I've never seen this happen before. I noticed this while injecting into the final bag. There was no spillage, only a small amount seeping out like so. This occurred while I was pulling up 900ml of methotrexate, and was the only injector that did this, out of 6. The injector was used 6-7 times max during the preparation. Just in case, the lot# is 1811103. Given how bd unjustly closed the ticket on the secondary set roller clamp issue, I doubt anything will be accomplished by filing a complaint.